Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation found the power unit failed. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that after starting the device, it shut down after 3-5 seconds. The problem, as reported to olympus, occurred during a procedure. The intended procedure was completed using a similar device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was confirmed that the power did not turn on, and it was determined to be due to a faulty converter. However, the cause of the faulty converter could not be identified. Olympus will continue to monitor field performance for this device.